Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Event description:
It was reported that patient was in on for revision total knee. The plastic knee spacer was broken while trialing the knee. Both pieces were retrieved and obviously complete. X-ray was taken and read by radiology per hospital policy, no unwanted foreign body seen, device sequestered in orthopedic mangers office.

Manufacturer narrative:
Corrected data: lot number. A review of the device history records could not be performed because the device associated with this event was not returned nor was a valid lot code provided. Visual, dimensional and functional analysis could not be performed as the device was not returned. A review of the complaint databases could not be performed because the device associated with this event was not returned nor was a valid lot code provided. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient was in on for revision total knee. The plastic knee spacer was broken while trialing the knee. Both pieces were retrieved and obviously complete. X-ray was taken and read by radiology per hospital policy, no unwanted foreign body seen, device sequestered in orthopedic mangers office.